Event description:
It was reported that the numbers on the insulin pump were running and the time kept changing. Customer stated that the issue with the keypad was that the b button and the arrow buttons were unresponsive. Customer's blood glucose reading at the time of the call was 19.6 mmol/l and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.